Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p89, that has a similar product distributed in the us, list number 07p88 (anti-hbs), and a PMA number of p050051.

Event description:
The customer observed falsely elevated alinity I anti-hbs results for a 55-year-old female patient. The following data was provided: sample ID (B)(6), on (B)(6) 2026, initial anti-hbs result was 13.52, repeat result was 13.41 miu/ml. The patient was retested on 11may and the anti-hbs result was 13.69 miu/ml. The sample was also tested with a roche assay, the anti-hbs result was 53.6 iu/l. The hbv-dna result was <1.00e2 iu/ml. There was no impact to patient management reported.